Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the heartstart mrx was unable to sync during an event. There was no indication of negative patient involvement.